Event description:
Patient received ziextenzo from a mail order pharmacy. When medication box was opened, safety needle mechanism had been previously engaged, causing medication to be unusable, as needle could not be re-extended and medication cannot be administered after mechanism engaged. Patient diagnosed with malignancy, using ziextenzo for prevention of prolonged neutropenia. Patient admitted to the hospital 6 days later for fever and neutropenia. Anc of 10. FDA safety report ID # (B)(4).